Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient posted a complaint stating the manufacturer ¿nearly killed me with one of their spinal cord stimulators¿. No further patient complications were reported as a result of this event.